Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: a review of the black box (bb) revealed data starting on (B)(4) 2016. Due to continued use of the pump, the black box data for the event date of (B)(6) 2015 was overwritten. Available bb revealed no evidence of a battery life issue. There was moisture behind the display lens. The pump failed to detect the cartridge and emitted a ¿no cartridge detected¿ warning during the load step. The pump case was observed to be damaged. The remaining test steps were unable to be completed due to a leak found in the pump case during a leak test. The pump cover was removed; internal moisture was found on the keypad flex connector and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500 mg/dl with nausea, polydypsia, polyuria and symptoms of dehydration associated with a battery life and call service alarm issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there were unconfirmed low battery warnings in the pump¿s history. It was also revealed that the user received one cs 064 and was able to reboot the pump and complete a prime sequence without the cs 064 recurring. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.